Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she never had an infection. She was cleaning and putting anti-infection cream 2 to 4 times a day. There was no infection but her urine was still not coming the natural way.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0rw51, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient was not getting urinary relief with implantable neurostimulator, indicated "very little when she wipes". The patient wanted to keep it in for 6 months and see. The patient went to health care provider (hcp) last wednesday and he made adjustments. The patient stated she still has a catheter in her stomach where urine comes through the hole when it's not plugged. The patient did not like to self-catheterize since that causes bleeding and pain. It was noted that patient felt stimulation on the right side of her vagina. It was also mentioned that patient implant site looked fine when she saw hcp on (B)(6). However patient battery site was sore. The patient reported an infected area, applied hydrogen peroxide on it and antibacterial cream, the nurse later advised her not to use the hydrogen peroxide. The patient stated the area was red and white in the middle, but presently the white was gone. The patient reported that it also itching. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.